Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 08, 2022. With lot number 3410230. Visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is: a striated edge broken on anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.